Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the covers of the arm of the lead shield had detached, however the lead shield itself was still attached. The fse replaced the arm of the lead shield. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the lead shield on the boom dropped and was hanging by the steel cable. The system was noted to be outside of clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.